Event description:
It was reported that during a sinus procedure using the entact septal stapler, the staples neglected to grip the septum properly and was suctioned. The surgeon opted to complete the procedure using a competitive suturing device. There were no significant delays or patient complications reported as a result of this event.